Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) contact reported the liberty cycler did one exchange and ended treatment. The patient contact reported that the patient had a bulge in her abdomen. The patient contact was advised to notify the pd nurse. During a follow-up call, the patient stated she was not experiencing any pain and continued with ccpd (continuous cycler peritoneal dialysis) on the replaced liberty cycler. During a follow-up call with the pd nurse, the nurse stated the patient had a history of hernias repaired with mesh. The reported "bulge" developed after pd was initiated. The patient was previously on hemodialysis. The nurse stated the patient's last fill volume was lowered to decrease the amount of fluid in the patient's peritoneum. There was no reported abdominal surgery to repair the hernia at the time of this report.